Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stating that for the last few weeks, they charge the implant battery and then they 'turn on power' and 'it's gone' and it is not full strength. Pt stated it immediately sucks the battery to 0 and they do not get use of the pain help. Agent had a very hard time understanding what the pt was trying to describe and report. Agent tried asking clarifying questions. Pt then stated they don't have a battery that is chargeable and 'back in the day' the battery used to charge up fast. Pt stated the ins goes from 100 to 0% in 'about the time they start using it'. Pt unlocked the controller and saw no device found. Pt plugged in the recharger and saw controller at 80% and ins in orange recharging excellent. Pt then clarifies that the bottom battery is the one draining quickly. Pt stated they don't plan on 'using it' every day and when they do, the ins goes from 100% - 0% in about 3 days. Pt stated lately, the ins battery is not holding a charge. Agent reviewed information and pt was redirected to healthcare provider (hcp) to further address the ins battery concern.